Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1: part #12673-03, lot#unk is being filed under medwatch MFR number 2953144-2009-01530. The device is expected to be returned for evaluation. It has not yet been received.